Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor was not working. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). There was no patient involvement. A non-covidien service engineer (se) inspected the device and verified the reported issue. The se reported that they opened the compressor, checked the motor, and found bearing broken. The se cleaned both water traps, suction filter and inlet filter. The se repaired and installed motor. The se reported that the ventilator is working and has been returned to use.